Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Approximately 2 years after the primary total hip replacement surgery patient felt pain and partially lost their ability to walk using walking sticks. They were scheduled for revision surgery. After extraction the surgeon noticed the fracture of pinnacle marathon polyethylene acetabular liner (liner was chipped).

Manufacturer narrative:
Visual examination of the returned liner confirms a rim fracture of the poly material. The fractured portion was not returned for evaluation. There is evidence of edge loading leading to failure of the polyethylene material. Device and records evaluation did not identify or verify product error with regard to the reported event. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A review of the device manufacturing records found no deviations or anomalies. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.